Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the weld on the t-pal spacer applicator handle is broken off. No further information was provided.

Manufacturer narrative:
This device used for treatment and not diagnosis. The weld joint of the exterior shaft is indeed erupted. We assume that to high mechanical load during the intervention was leading to the damage of the welded joint. In our endeavor for an improvement of our product we opened dcp 044361 to strengthen the welded joint. This article corresponds with the previous design.